Manufacturer narrative:
PMA/510(k) # : k163018. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: the knob of the device was detached, not usable product available for investigation "as per complaint form": during the stent release procedure rupture of the introduction system. Used another stent device evaluation: the zilbs-635-10-8 device of lot number c1456707 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Additional information: from the information provided a sphincterotomy was performed prior to the physician using the device. Post dilation was not performed. An olympus endoscope and a cook metro 0.035¿ wire guide were used with the device. It was confirmed that the device was flushed as per the instructions for use. The patient¿s anatomy was not tortuous and resistance was not felt during advancement of the wire guide or delivery system to the target location. The stent was not being placed through the side wall of a previously placed stent. The tip of the device crossed the target location and it was confirmed that the user pulled the handle towards the hub during deployment. The elevator was in the down position during deployment. Images are not available for review. The device was confirmed as having made patient contact. Cirl requested clarification in relation what part of the device was being referred to as ¿the knob of the device¿. The sales rep confirmed that he did not use the term ¿knob of the device¿ in the complaint form he returned to cirl. The sales rep reported the introduction system ruptured during the stent release procedure. Another device was used to complete the procedure. Cirl also requested clarification in relation to what was meant by ¿ruptured¿. Cirl asked if the facility meant the outer sheath separated from the handle of the device. The sales rep replied stating ¿the handle has not separated from the sheath. I sent the device¿. Laboratory evaluation: the device related to this occurrence underwent a laboratory evaluation on the 20th september 2018. On evaluation of the returned device, the flexor was separated from the handle. Complaint is confirmed as the failure was verified in the laboratory. The flexor was separated from the handle. Root cause: the most likely root cause for this complaint is insufficient strength of flexor. Difficult patient anatomy may have caused or contributed to resistance during deployment. It is possible that this resistance contributed to high deployment forces resulting in separation of the flexor from the device handle. The lab evaluation confirmed that the device was the old zilbs device design. The design has since been improved. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. IFU review: there is no evidence to suggest that the customer did not follow the instructions for use. It may be noted that a project (ire0108) has been completed and addresses the issue of outer sheath separation from the handle. Document review: the zilbs-635-10-8 device of lot number c1456707 contains rmn# 18-204 (flexor 200 6fr) of qc lot numbers 303622 and 303633. Prd/fqc/pkg review: prior to distribution all zilbs 635 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1456707) revealed no discrepancies that could have contributed to this complaint. ¿ensure that the outer sheath and handle are fully snapped together and are free from damage and or cracks.¿ ¿in the case of defects, the unit is to be scrapped.¿ upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1456707. Summary: complaint is confirmed as the failure was verified in the laboratory. The flexor was separated from the handle. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The knob of the device was detached, not usable. Product available for investigation. "As per complaint form": during the stent release procedure rupture of the introduction system. Used another stent.